Event description:
A patient was undergoing emergency surgery for open depressed skull fracture. An anesthesia resident was attempting a right radial artery cannulation. Catheter was not able to be placed, and upon removal of guidewire and catheter, it was noted that approximately 10 mm of the catheter tip was missing. Patient had good radial pulses and cap refills. Missing piece was in the subcutaneous tissue, not in the artery. After discussions with all mds, medical doctors, involved decision made to wait until patient's condition from mva, motor vechile accidents, is more stable and then consider having peds surgery to remove foreign body. Also, material may work its way to surface on its own.